Manufacturer narrative:
Investigation summary: this complaint is for misidentification when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 3213033. The customer returned isolates but did not return phoenix generated lab reports or panels for the investigation. The customer noted that the most common mis-ID was e. Coli as citrobacter fermerii. The isolate was verified as e. Coli with bruker maldi biotyper. Batch 3213033 was unavailable for investigation testing and a comparable batch was used for investigation testing. To investigate, two comparable panels were tested using customer returned isolate e. Coli 9288124 on a phoenix m50 machine and evaluated for identification results. In addition, one control panel from the same material but different batch were inoculated with customer returned isolate e. Coli 9288124 on a phoenix m50 machine and evaluated for identification results. All three panels identified the isolate as e. Coli, therefore, this complaint is not confirmed for misidentification. The batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. A review of complaints revealed seven additional complaints on complaint batch 3213033, six of which are related to this defect and unconfirmed. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. This MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.

Event description:
It was reported while using panel phoenix nmic/ID-307, a patient sample was incorrectly identified. There was no report of patient impact.